Event description:
It was reported that the device will intermittently not recognize the test plug or hard paddles for the daily test. It was also indicated that the ground stud was broken off on the back of the power supply module. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported intermittent failure. The therapy receptacle connector assembly was replaced and then proper device operation was confirmed through functional and performance testing. Also, the power supply assembly was replaced to repair the reported broken stud. The device was returned to the customer.